Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: implant date unknown/not provided. Section d6b: explant date unknown/not provided. Section e1: (email address): unknown/ not provided. Section h3:the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drn00v, implanted in the patient¿s left eye was removed due to patient dissatisfaction related to glare and halos. The lens was exchanged for a tecnis monofocal iol. The exchange procedure was completed without complications. The complaint device was discarded. No additional information was provided.